Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor current sensor error detected followed by a dose too big error alarm. The device was not exposed to a magnetic field. It was stated the customer is able to rewind but the insulin pump failed the displacement test. Blood glucose value was 3.1 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current and active current measurements were within specifications. The pump was received with a pump error 42 alarm followed by a pump error 38 found in the pump history. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and it passed. The pump was received with a cracked retainer, a scratched case and minor scratches on the lcd window.